Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the remotely via merlin.net. An alert for high impedance measurements was noted. The asymptomatic patient was later brought into the clinic for testing. The pulse generator exhibited high impedance measurements but with movements the impedance dropped. The vector was changed in the device but the patient experienced diaphragmatic stimulation and loss of capture was noted. The left ventricular lead was turned off. On (B)(6) 2016 the pulse generator and lead were explanted and replaced. The patient was doing fine post surgery.